Event description:
It was noted that x-rays were taken, and no obvious fracture was found. The x-rays have not been reviewed by the manufacturer to date. No known surgical intervention has occurred to date.

Event description:
The patient underwent full revision surgery due to high impedance. The explant facility is known not to return any explanted devices. No additional relevant information has been received to date.

Event description:
It was reported that a patient's device was showing high impedance. The device was disabled. It was noted that x-rays were ordered for the patient, but the x-rays would not be sent to livanova for review as the facility cannot send patient x-rays. The patient had been seizure-free for a long time, and there was no manipulation or trauma with the device. It was unknown when the issues first occurred as the patient had not been seen in a while. No known surgery has occurred to date. No additional, relevant information was received to date.